Manufacturer narrative:
Internal file number - (B)(4). If follow-up what type correction: outcomes attributed to adverse event-other: serious (important medical events) unchecked. Exemption number e2019001.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incident reported from this lot. All available information was investigated, and a definitive cause for the reported slda could not be determined. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The patient effect of recurrent mr appears to be due to reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted, successfully reducing mr to 2. On (B)(6) 2019, during a follow-up, a single leaflet device attachment (slda) was observed on echocardiogram. The clip had detached from the posterior leaflet and remained attached to the anterior leaflet. The mr increased to 4. In the physicians opinion, the cause of the slda is unknown. A second procedure was performed on (B)(6) 2019 to stabilize the slda. Two mitraclips were implanted, successfully reducing mr from 4 to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.